Event description:
The surgeon inserted a cc4204bf collamer plate lens and the lens tore. The incision was enlarged to remove the lens and sutures were required to close the wound. The reporter stated the cause of the lens tear was due to loading.